Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's mother called stating customer experienced button error alarm. Customer's blood glucose was 57 mg/dl. Customer was advised insulin pump is out of warranty. No further information provided.